Event description:
The physician performed thrombectomy procedure on the patient with acute cerebral infarction. The patient had left carotid artery with extremely tortuous siphon compared to the one in the opposite side. The physician kept the reperfusion catheter 032 at the top of the internal carotid artery and advanced the reperfusion catheter 054 into the occluded part using coaxial technique with the reperfusion catheter 032. A carotid cavernous fistula (ccf) set in when the physician tried to advance the reperfusion catheter 054 upward. No additional treatment was done; however, the ccf disappeared since blood was not flowing (aspiration by penumbra system had not been done.) The patient died 61 hours after the onset due to cerebral infarction because the physician couldn't perform aspiration with penumbra system. This patient's cerebral infarction was cardiogenic cerebral embolism since she had atrial fibrillation.

Manufacturer narrative:
Vessel injuries are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by the hospital.